Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: during investigation, the bolus button cover was found to be torn exposing the slug contacts. The audio bolus button responded properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging damaged audio bolus button and bolus button response issue. It was reported the damage occurred first. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.